Manufacturer narrative:
The device was not returned for evaluation. Clinical review of the available waveform data determined that portions of the ECG signal did not meet the AED algorithm criteria for a shockable rhythm due to low signal amplitude and waveform variability affecting analysis. Per device design, the AED erred on the side of caution and issued a "no shock advised" message. Based on the available information, the device operated as designed and within specifications of the technology. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device gave a "no shock advised" prompt for a rhythm clinicians believed was shockable. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.